Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: tp1a.220624.014.g781u1uesngyi1 hardware: sm-g781u1 cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level rose ¿high¿ while wearing the pod for an unspecified duration of use. When removed from the infusion site, the pod's cannula was found to be dislodged. The patient experienced severe symptoms of vomiting and convulsions. The patient was able to manage the situation without emergency services and resolved their high glucose and reported diabetic ketoacidosis (dka) issues on their own. There were no specific bgs mentioned. Following this incident the patient discontinued use for two weeks and returned to multiple daily injections (mdi).